Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported the patient was found lifeless in his room and was then resuscitated. The patient was monitored by a telemetry unit m300. The night nurse reported that the central station displayed a black field where the patient was admitted. Also there was no alarm. The incident took place during the night from (B)(6) 2016. The patient was discharged in healthy condition.

Manufacturer narrative:
Additional information was requested such as ics and m300 logs, full disclosure, time of the reported event and if the m300 device was available for analysis. However only the ics (infinity central station) logs were available where the customer did not know which m300 was used on the patient, thus no m300 logs could be provided. In addition the time of the event could not be confirmed. The ics logs were reviewed and did not provide any information where the time of the event remained unknown. Where the m300 device and logs were not available for analysis, and the reported black display with no alarm could not be verified, root cause could not be determined. A black display is obvious to the user. The m300 will continue to monitor the patient and alarm as designed.

Event description:
See initial report.